Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was 186 mg/dl. Buttons were not pressed for longer than three minutes and the alarm did not occur immediately following exposure to moisture. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a cracked case at the display window corner, a cracked reservoir tube, a missing end cap sticker, and a scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).